Event description:
It was reported that the valve broke during patency testing.

Manufacturer narrative:
The valve was not patent due to the damage on the delta chamber. As a result all further testing was precluded. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.